Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: according to the complaint description, the expiratory valve was found to be defective. No further details were provided. The incident occurred during ventilation. As an additional medical intervention, the ventilator was replaced. No harm to the patient was reported. Further inquiries have been sent to the customer to obtain additional details about the event.

Manufacturer narrative:
The complaint reports an expiratory failure on a hamilton-g5 ventilator with patient involvement; the ventilator was replaced to ensure continued therapy. No logfile was provided, limiting detailed technical investigation and confirmation of failure mode. Based on the reported issue and correction, the failure is consistent with a malfunction of the expiratory valve assembly, which is critical for pressure regulation and exhalation control. The investigation was limited to complaint information and part replacement without additional diagnostic data. Correction implemented: expiratory valve replacement. No further complaints have been recorded for this device. Conclusion is that the event was likely due to expiratory valve hardware failure; however, root cause confirmation is not available.